Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the up and contrast buttons were found to be intermittently responding to presses. The contrast button has no effect on insulin delivery function. The keypad was removed and contamination was observed under all of the button contacts.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
A family member reported that the down arrow keypad button is intermittently unresponsive. She confirmed that the keypad is intact. She stated that the patient wears the pump in a pump skin, and does not clean the pump.